Event description:
It was initially reported by the physician's nurse that patient recently had some breakthrough seizures that landed him in the hospital. Patient's diagnostics results gave high lead impedance. X-rays were ordered and shipped to manufacturer for further review. No patient manipulation or trauma was reported. Patient's device was turned off. Patient's x-rays were reviewed and it was noticed that the positive pin was not fully inserted in the connector block and a lead discontinuity was observed near the electrode section of the lead body. Patient underwent a full version surgery. Good faith attempts to obtain explanted products back to manufacturer to product analysis was unsuccessful.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.